Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)) . No additional information is available.

Manufacturer narrative:
E1: (B)(6). The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the device alarmed system error 322. A review of event history log revealed multiple occurrences of system error 322. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a failed lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.